Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was able to be confirmed. The resistance with the guide wire was unable to be replicated in a testing environment due to the condition of the returned device. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the target lesion was located in the mid anterior tibial artery. Difficulty was encountered in retracting a command guide wire from the armada 14 balloon. Upon trying to pull the guide wire from the armada balloon, the proximal part of the hub of the balloon catheter became separated from the shaft. No adverse patient effects were reported. There was no clinically significant delay in the procedure. Another balloon was used to complete the procedure. There was no issue with the command guide wire. No additional information was provided.